Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and dislocation. Update ad 25 jan 2018 : pinnacle litigation record received. Litigation alleges inflammation, pain, discomfort,including when ambulating , friction and wear between metal head and liner causing large amounts of toxic cobalt-chromium metal ions. Added stem due to alleged metal poisoning. Added doi, expiration date for head and liner and updated patient harm.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.